Event description:
It was reported that during follow up, increasing impedance and high capture threshold were noted. X-ray showed dislodgement. Lead repositioning resolved the impedance issue but not the threshold. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.